Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that after using the new ECG cable, still found problem shown "x" on defib.

Manufacturer narrative:
The fse evaluated the device. It was determined that this was a malfunction of the processor pca which was replaced. The dfm100 measurement module ECG and cbl ui to processor mix were also replaced during the onsite service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the processor pca, measurement module ECG and cbl ui to processor mix. The reported problem was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Philips received a complaint on the defibrillator indicating that the current is leaking. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.